Event description:
It was reported that the original surgery was (B)(6) 2011. After post op office visit it was determined that the vision was not adequate. Lens was explanted (B)(6) 2011. No patient injury was reported.

Manufacturer narrative:
Evaluation of the returned lens showed no deviations. A visual inspection of the optic parts was performed and no optical deviations were found. A review of the manufacturing records for this lens was conducted and verified and shown to be within specifications. This was in compliance with the labeled dioptric power of this lot number. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, another supplemental report will be submitted. Placeholder.

Manufacturer narrative:
The product was received at abbott medical optics (amo) (B)(4) and is being shipped to the manufacturing site for evaluation. The lens met all manufacturing specifications prior to release.all pertinent information availabe to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts/and/or conclusion of this report, a supplemental report will be submitted.